Event description:
While moving a portable reverse osmosis machine in a dialysis unit, one of the wheels came off, and the machine tipped. The operator, in attempting to prevent the machine from falling over, sustained a back injury. The operator missed two days work, and was placed on modified work duty.